Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound, the speaker was defective. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. G4: 510k updated.

Manufacturer narrative:
Analysis was performed by onsite service personnel. The results of the analysis determined that the device is showing speaker malfunction with confirmed no sound. The device will need to be send in to bench repair. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.